Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) went to the customer site and performed the factory-specified tests. Fse confirmed that the failure was caused by the 5000 hours kit (d040-00-0147) failure and it was replaced. Fse performed the factory-specified tests. All of them passed and met the clinical use requirements. The device was delivered to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) pipeline was restricted and was immediately replaced with cs100. There was no personal injury reported.